Event description:
It was reported that: "the patient was intubated and ventilated with a humidifying filter. Following an increase in the pressure in the ventilator, the doctor realized that the tube was blocked by the patient's secretions. The filter did not seem to be full yet. The tube was removed and the patient was re-intubated". Patient desaturation reported, unknown percentage. No other medical intervention reported other than re-intubation. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed. It was reported by the customer that the device had no issue functioning in the first 24 hours after changed, which shows that the device had no issue prior to use. The manufacturing site reports it is suspected the incident happened due to user error. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the patient was intubated and ventilated with a humidifying filter. Following an increase in the pressure in the ventilator, the doctor realized that the tube was blocked by the patient's secretions. The filter did not seem to be full yet. The tube was removed and the patient was re-intubated". Patient desaturation reported, unknown percentage. No other medical intervention reported other than re-intubation. Patient condition reported as "fine".